Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm if customer received sensor damage due to customer returning it opened/used. Found sensor with no broken or missing part.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was not linked to the insulin pump after 2 hour warm up. Sensor broke inside the customer's body and had to remove it with forceps from the abdomen and found that the electrode was missing. Customer's blood glucose level was unknown. Customer was advised that the sensors will be replaced. Customer agreed to return the sensors for analysis.